Event description:
It was reported that the device had a short battery life due to high threshold on left ventricular (lv) lead. The device was explanted and was replaced with a new one. No patient complications have been reported as the result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 419688 implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.